Event description:
It was reported the md inserted the iab via the left femoral artery. The md then tried to zero the catheter automatically and manually, however, this was not possible. The autocat 2 wave display showed, "cal key connected, pls. Connect fos." As a result, the iab was removed from the pt and another brand iab was inserted. It was reported the fos sensor of the iab catheter was separated from the catheter and visible that the fos sensor is not placed correctly in the blue connector. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.